Manufacturer narrative:
Bed cranked past hard stop which forced hard stop to move down drive tube creating set screw damage to tube.

Event description:
It was reported by service report that when the bed is lowered, the brake does not set. No patient involvement or adverse consequences are reported.